Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there were high impedances on all pairs 0 ¿ 7 and the patient had a loss of therapy on the left side. It was reported that the patient was not getting any stimulation on that side when they tried to program the stimulation. The following impedances were measured at 0.7v: 1=11800, 0/2 = 7500, 0/3 33800, /04 = 6800, 0/5 = 7400, 0/6 = >40k it was also reported that all pairs 8 ¿ 15 were > 12k ohms, but upon further inspection, it was determined that some were within normal range. The manufacturer representative planned to attempt to program the patient so that they could received therapy. Otherwise, a revision would be considered. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's ins was overdischarged for the third time and the patient had high impedances on one lead. X-rays were taken to see the placement of the leads and ins. Surgical intervention was scheduled for (B)(6) 2019. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the impedances was not d etermined. The ins and leads were replaced on (B)(6) 2019. The ins was discarded after removal. No further complications were reported.